Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that after this pacemaker implant, the patient experienced becoming progressively weak, less active, retaining fluid, and requiring admission to a nursing home/rehabilitation facility, where the patient has remained for approximately one month. The patient also experienced one or more falls after the implant, although no specific details regarding the fall(s) were provided. They did not believe the patient's health issues were directly caused by the implanted device but reported that these symptoms began after the implant procedure. They also described difficulty assisting the patient with daily activities, including showering. The patient subsequently developed fluid retention with approximately 2 liters of fluid removed from the patient's right chest cavity, with an estimated total fluid weight of approximately 24 pounds removed overall. The patient was noted to have a prior history of heart problems. No additional adverse patient effects were reported.